Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was discarded.

Event description:
Patient had total hip replacement done. The reamer broke when reaming the femoral canal. Right hip.

Manufacturer narrative:
The evaluation revealed the broken reamer to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The reamer was documented as faultless prior to distribution. As the reamer had been in use for approx. 2 years, we pre-suppose that it had fulfilled its tasks in former surgeries as intended. An investigation was not possible because the reamer was not available (discarded by the hospital). The exact root cause could not be determined. Reamer breakages can have several reasons, i.e.: breakage due to bixcut head got jammed within bone marrow channel (chosen bixcut head too big, blunt cutting edges), so torsional overload of the spiral. Breakage due to drilling in counter-clockwise direction; reamer spiral got uncoiled. Breakage due to hitting metal (i.e. Knee prosthesis). All potential root causes are listed as adverse effects or warnings in the IFU and operative technique. Because no deviations were found during review of the DHR a manufacturer related issue can be excluded based on the given information; the case is attributed to the user. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
Patient had total hip replacement done. The reamer broke when reaming the femoral canal. Right hip.